Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that from burn unit, they had an issue with bard foley with temperature probe. One patient had a fluid port with a rubber stopper, and another patient had the same foley but with a blue luer lock. The rubber stopper port foley was extremely hard to push fluid through. This issue created a delay in obtaining accurate bladder pressure. Upon investigation, it was noted that there are two different types of sampling ports. One is a d q-style needle free sampling port (lot# nglq0565), and the other is a bd ez-lok needless urine sample port (lot# nglp1100). Both have the same reference number, a319416am. The ez-lock is the blue lure lock that provides accurate and easy bladder pressures, whereas the bd q-style has the rubber port that blocks the user's ability to obtain accurate bladder pressure readings.